Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following device implant, during an in-clinic visit, a pocket hematoma was observed. The pocket was cleaned and the event was resolved. The patient was stable.